Manufacturer narrative:
The manufacturer received additional information from the site on aug. 01, 2019. The following updated event description is included in section b5: on (B)(6) 2019 a patient received a perceval pvs23 sutureless aortic heart valve implant as part of a aortic heart valve implant. The manufacturer was notified that the device was explanted intra-operatively and replaced with a perceval pvs25 valve. The manufacturer received additional information identifying the valve was undersized during the procedure. After cross clamp a small paravalvular leak was identified. The patient was put back on pump and the perceval pvs23 was explanted and replaced with a perceval pvs25. The site reported there was no problem with the explanted pvs23 and the issue was a result of the undersizing. The patient outcome is fine.this issue only resulted in 15 minutes of additional cross clamp time. Based on the new information received the event is attributable to a user error and it is not related to any device malfunctions or deficiencies. No further investigations will be performed. Fields changed: b4, b5, g4, g7, h2, h6.

Event description:
On (B)(6) 2019 a patient received a perceval pvs23 sutureless aortic heart valve implant as part of a aortic heart valve implant. The manufacturer was notified that the device was explanted intra-operatively and replaced with a perceval pvs25 valve. The manufacturer received additional information identifying the valve was undersized during the procedure. After cross clamp a small paravalvular leak was identified. The patient was put back on pump and the perceval pvs23 was explanted and replaced with a perceval pvs25. The site reported there was no problem with the explanted pvs23 and the issue was a result of the undersizing. The patient outcome is fine.this issue only resulted in 15 minutes of additional cross clamp time.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received a perceval pvs23 sutureless aortic heart valve implant as part of a aortic heart valve implant. The manufacturer was notified that the device was explanted intra-operatively and replaced with a perceval pvs25 valve. The event occurred at (B)(6) and involved dr. (B)(6).